Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The issue with the pin pushed back in the foot pedal port is consistent with the connector not being properly aligned and forced into the female connector when plugging it into console. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the console device displayed an fp1 error code. During in-house engineering evaluation, it was determined that the did not recognize the foot pedal or the handpiece when it was plugged in. During repair it was observed that the pins were pushed back inside the foot pedal port of the ferrite panel. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.